Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the system. It is not intended for use with any other delivery substance.¿ per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin leaked at the luer lock during fill tubing. Reportedly, the user noticed that the luer lock connection was not tightened. The user changed the infusion set tubing and resumed insulin delivery. There was no impact to the user's blood glucose level.